Event description:
While at the customer's site for an unrelated issue, the fse reported that the fc 500 flow cytometer was generating an intermittent signal at the side scatter (ss) channel location. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) reseated the amp board at the ss channel location and performed a laser alignment to resolve the signal loss. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).